Event description:
It was reported that during an unknown laparoscopic procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. The sales rep commented that the jaws were slightly twisted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident the device was functionally tested; upon testing the device was cycled, fed and formed six clips with gap and then the remaining clips were formed as intended. In addition, the device locked out as intended but the orange indicator was found undertraveled. Please note that this condition is unrelated with the report incident. No conclusion could be reach as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.